Manufacturer narrative:
Manufacturing review: a lot history review was conducted and identified that a device history records (DHR) review was not required. Visual inspection: the sample was returned. The safety clip was returned. The tuohy borst valve was tight, and the two-way stop cock was not retuned. There was a gap between the atraumatic tip and the distal end of the catheter of 1.0mm. Dried blood was observed between the outer catheter and the stent graft. Functional/performance evaluation: an attempt to deploy the stent graft was not successful due to the dried blood. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for deployment failure based on the condition of the returned sample. In addition, the stent graft could not be released during functional testing. Per the reported details, an introducer sheath was not used during advancement of the stent graft. The instructions for use (IFU) states under ¿materials required for device placement¿ that a 9f introducer sheath is required for device placement. As no sheath was used to advance the stent graft, it is most likely that the use of no sheath contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a stent graft could not be deployed as the deployment mechanism was unresponsive. The stent graft was exchanged for a new stent graft that was deployed successfully. There is no reported patient injury.